Manufacturer narrative:
At analysis the customer comment that the lower half of the touch screen was unusable was confirmed and therefore the touch screen connector was cleaned and reseated and the touch screen parameters were reset and the touch screen was calibrated. The device was cleaned and new software was installed and it then passed its electrical safety test as well as all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lower half of the programmer's touch screen was unusable as it was unresponsive to the stylus to navigate or issue commands. The programmer was returned to service. No patient complications have been reported as a result of this event.